Manufacturer narrative:
It was reported that the interrogation file of an patient implanted with a reveal xt. Due to many asystole episodes the follow up physician asked for our scientific estimation concerning mainly the asystole episodes in order to evaluate the clinical status with solid evidence. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardiac monitor (icm) was undersensing due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.